Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, escherichia coli(>500cfu) were detected from the channel of the subject device which was reprocessed using a non-olympus automated endoscope reprocessor made by wassenburg. Also, the unspecified microbes(110cfu) were detected from the another channel of this device. There was no report of infection associated with this report.